Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The patient's foam mattress has a hole in it and it needs replaced, and the rail will not stay up.